Manufacturer narrative:
The manufacturer previously reported a voluntary medwatch (mw5103794) alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop an issue with their tonsils. The patient requires surgery in response to the reported event. The device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received a voluntary medwatch (mw5103794) alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop an issue with their tonsils. The patient requires surgery in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.